Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on the same day. According to the complainant, the device was damaged after multiple withdrawals through the scope channel. During preparation, the forceps was evaluated and found to be fine; however, after the third biopsy, the site identified a bend in the jaw needle. The scope and device were removed in tandem and the procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complaint was able to provide the suspect device lot number; however, the lot expiration and the device manufacture dates were unk. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.